Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture was still attached to the device. T-1 was no longer seated in the deployment channel. T2 was still seated in the deployment channel. The depth limiter button was not in the default position. The deployment needle was in the t1 position. A functional evaluation was performed. The deployment needle was moved from the t1 position and it positioned behind t2 as if it was ready to deploy t2. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, when t1 of the fast-fix 360 was being deployed, it was found that t1 and t2 deployed at the same time. Both ts were removed from the patient. The procedure was completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.